Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. Blood glucose level at the time of the event was 116 mg/dl. The customer stated that the battery compartment overheated prior to getting the blank display. Troubleshooting was provided for the blank display. The customer reported that battery compartment was wet when they changed batteries. The customer also reported that the insulin pump was unable to accept batteries. The blank display remained. The insulin pump will be returned for analysis.